Event description:
It was reported that, "the inserter was not connecting right with the stem. Wasn't sure if it was an operative issue or something wrong with the stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.